Event description:
It was reported that when the patient presented in clinic, multiple non-sustained rv oversensing episodes were observed. Patient was asymptomatic. Review of the strips revealed myopotential oversensing. Programming changes were made and resolved the oversensing. Patient was fine.